Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were moving on their own. Her blood glucose was 158 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons function properly however, moisture damage was found on keypad traces. No moving, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.